Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had cracked battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump had crack on reservoir area. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the reservoir lip ring was damaged, however reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.